Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon observed a 2 inch long by 1/2 inch wide burn on the lower quadrant.